Event description:
A locking condylar plate implanted in 2001 broke post-operative and was removed in 2002. Surgeon mentioned to the consultant that there was a non-union. Additional information received in 06/02 from the surgeon indicates plate was implanted for a distal femoral osteotomy done for malunion of old fracture. Plate broke after weight-bearing in 2002. Broken plate was removed.